Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient was vomiting when she came into the emergency department on (B)(6) 2014. A CT was performed and showed the patient was full of stool. Pressors were started, and the patient's inr was 7. An exploratory laparotomy (lap) was performed per the family's request, and approximately 3 ft. Of the patient's colon, from the mid transverse to rectum was found dead. It was reported that the hospital staff was not sure why the section of the bowel was dead. The patient's liver enzymes had been elevated in the 1000's. They kept the patient's abdomen open after the removal. The patient expired on (B)(6) 2014.

Manufacturer narrative:
The pump will not be returning to the manufacturer for evaluation, as it was not explanted. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.